Event description:
It was reported that during a knee implantation surgery the cement paste hardened too fast, the setting time was reported as too short and therefore the patella could not be implanted; alternative devices were used. No further outcome or patient harm was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Event happened in chile. Customer has indicated that the product was discarded so it will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned. Device evaluation could not be performed. A retained sample batch has been tested in the laboratory under standardized conditions. No unusual behavior during mixing, handling, or setting was identified. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. The reported event is not related to a medical condition. A review of medical records is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.